Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was removed during a planned stent removal procedure on (B)(6) 2013. According to the complainant, the patient had a previous ultraflex stent (refer to manufacturer's report # 3005099803-2013-02311) implanted within a lesion in the lower esophagus. Reportedly, the previously placed stent had tissue ingrowth; therefore, a second ultraflex esophageal covered stent (subject of this report # 3005099803-2013-02309) was placed within the previously implanted stent in order to purposely create pressure necrosis for successful removal. The ultraflex esophageal covered stent system (subject of this report), was placed approximately 2 weeks prior to (B)(6) 2013 and successfully resolved the ingrowth. During the planned stent removal procedure on (B)(6) 2013, when trying to remove the ultraflex esophageal covered stent with rat tooth forceps, the retension suture broke. The physician was able to successfully remove both stents from the patient. A different stent was then implanted, and the procedure was completed successfully without further issues or complications. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported issue of retention suture broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a visual and functional examination of the complaint device could not be performed. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. A product labeling review identified that the device was not used per the directions for use (dfu)/product label. The dfu states "warning: the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. Moving the deployed stent may break the stent wire or dislodge the cover. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end". Therefore, based on the evaluation performed, the most probable root cause is use/user error.